Manufacturer narrative:
The technical service rep was on site 6 days later for service and tested the system. The tests performed during service could not duplicate the reported issue. As a precaution, a component of the superdimension system, the assembled system pc, was swapped out and returned to superdimension for analysis. The analysis of the assembled system pc showed that it was operating appropriately and no anomaly was found. The sales rep was informed that the last case, in 2008, went well and the system operated normally.